Manufacturer narrative:
(B)(4). The field service representative (fsr) did preventive maintenance (pm) on the unit and the unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / medwatch #1828100-2017-00482. This complaint is related to (B)(4) / medwatch #1828100-2017-00484.

Event description:
It was reported that during log analysis of the device, the air bubble detector (abd) was intermittently reporting an "8v power supply error" and "entering broken mode 56" error. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Data logs were obtained by the field service representative (fsr) while performing preventive maintenance (pm). The logs were reviewed for identified error messages. 8v target events were found and referred to the manufacturer's technical (tech) support. Tech support reviewed the logs and determined that this event was related to an 8v target event. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.